Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported improper or incorrect procedure or method, cable break, or inability to curve. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported cable break appears to be related to the improper or incorrect procedure or method. The reported inability to curve the sgc is a cascading event of the cable break. The reported improper or incorrect procedure or method was associated with the user applying excessive force when rotating the +/- knob during positioning. It was determined that this deviation contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4-3 mixed mitral regurgitation (mr), kinked femoral vein and enlarged atrium for a mitraclip procedure. During the procedure, difficulty was encountered while curving the steerable guide catheter(sgc) due to kink in femoral vein. +/- knobs were used to optimize the trajectory. The cable broke due to application of excessive force. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on 10 october 2025 that the patient presented with grade 4-3 mixed mitral regurgitation (mr), kinked femoral vein and enlarged atrium for a mitraclip procedure. During the procedure, difficulty was encountered while maneuvering the steerable guide catheter (sgc) due to kink in femoral vein. +/- knobs were used to optimize the trajectory. The cable broke due to application of excessive force. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.